Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Device evaluation: the product was not returned for evaluation, the complaint cannot be confirmed and neither a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00 +18.5 diopter) tore through the patient¿s posterior capsule. The lens was wasted. There was no vitrectomy, incision enlargement, or suture required. However other medical intervention was indicated, but not specified. It was noted the lens was not defective. The procedure was completed using the back-up lens. The patient was doing well when discharged. No additional information received.